Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old male patient was admitted with acute decompensated heart failure. The patient was implanted with an impella 5.5 and transferred for a left ventricular assist device (lvad) or heart transplant. His kidney and liver function were deteriorated on admission. Pump issues: aops abruptly increased to over 200 systolic and was briefly absent resulting in temporary psnr alarm. Aops remained elevated and was not correlating with patient blood pressure. There were no clinical changes of the patient. The patient was ultimately transplanted on (B)(6) 2025.

Manufacturer narrative:
Updated information: d1 brand name updated d4 serial number updated

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.